Event description:
It was reported that during testing conducted by at the manufacturer facility, the core sumex drill was observed to have copper wires exposed on the cable, a potential exposure to high voltage. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.